Event description:
Customer reported, the system displayed a stator not on error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken stator return wire. System operates as intended.